Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a33 alarm, no delivery alarm and button keypad anomaly due blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly. Insulin pump received with cracked battery tube threads and cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that arrow button of insulin pump was less responsive and had to press harder. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that there were cracks on screen and on battery casing, condensation under screen. Customer reported that insulin pump squirt out insulin during manual prime, random no delivery alarm. The insulin pump will not be returned for analysis.